Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ivig was scheduled for an infusion of 175 ml. The infusion commenced at 2100 on (B)(6) 2025 and was expected to continue for about 14 hours as per the order. However, upon checking the patient's IV at 0854 date on (B)(6) 2025, health professional found that the ivig bag had already been depleted. The patient should have received roughly an additional two hours of infusion before the bag emptied.